Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer¿s blood glucose reached 470 mg/dl. Customer continued to use the pump for insulin therapy.